Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv was found in two pieces in the packaging. The following information was provided by the initial reporter: "the package was opened and tubing was found in two pieces by the nurse. What was the original intended procedure? : IV medication infusion".